Manufacturer narrative:
(B)(4). Device evaluation: one used sample was received by baxter for evaluation. The reported condition of "leaking" was confirmed. A visual examination of the device discovered the film wrap missing which suggested the leak must have occurred in the housing during fill. No other observation was found on the unit. The root cause of the condition was due to operator error during the manual film wrap assembly process. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
It was reported to baxter that one (1) intermate lv100 device was discovered leaking inside of the housing after filling. According to the customer, the device was filled with 200ml of vancomycin (750mg in 200ml of normal saline) when they noticed the medication was collecting inside of the bottle. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation, per the customer; however the device has not yet been received. Should the device and/or any additional information become available, a follow-up report will be submitted.